Event description:
It was reported that the right atrial (ra) lead was oversensing the end of the rwave. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead (B)(6) 2000; 419388 implantable pacing lead (B)(6) 2007; 8042b implantable biv pacemaker (B)(6) 2007.(B)(4).